Event description:
Received a call on whether the sterile processing cycles they ran using the steris system 1 processor could be considered sterile if the sterile air filter of the processor was missing. Steris informed the customer that sterility could not be guaranted if the sterile air filter was not in place during the processing cycles.